Event description:
Info received that the foot hi/lo was drifting. No injury reported.

Manufacturer narrative:
Technician located the bed in basement. Found foot hi/low was drifting. Cause: valve was sticking. Replaced the foot hi/lo valve assembly to resolve this issue.